Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had a problem positioning the lead. The lead was no longer used and replaced. The patient was in stable condition post surgery.